Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post-procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 37mm from the tip and is approximately 34mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mm x 60 mm x 135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post-procedure.